Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu_ unknown_lead, product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4)

Event description:
Umemura, a., jaggi, j.l., hurtig, h.I., siderowf, a.d., colcher, a., stern, m.b., baltuch, g.h. Deep brain stimulation for movement disorders: morbidity and mortality in 109 patients. J neurosurg. 2003; 98 (4): 779-784. Summary: there is a significant incidence of adverse events associated with the deep brain stimulation (dbs) procedure. Nevertheless, dbs is clinically effective in well-selected patients and should be seriously considered as a treatment option for patients with medically refractory movement disorders. Reported events: one parkinson's disease patient who was implanted with a deep brain stimulation (dbs) system experienced a "device-related infection." The time interval between implantation and infection was either two weeks or two months, though it is unknown which specifically. The patient's entire dbs system was removed as a result of the event and the patient was administered antibiotic drugs. The patient underwent replacement surgery a few months after the infection was cured. It was noted the patient "had no condition, such as diabetes or immunocompromised, that increased the risk of infection." One parkinson's disease patient who was implanted with a deep brain stimulation (dbs) system experienced a "device-related infection." The time interval between implantation and infection was either two weeks or two months, though it is unknown which specifically. It was noted the "infection occurred only at the implantable neurostimulator (ins) site" and as a result, only the patient's ins and extension were replaced. It was noted the patient "had no condition, such as diabetes or immunocompromised, that increased the risk of infection." Additional information has been requested; a supplemental report will be filed if additional information is received.